Event description:
The customer reported that the system displayed a 'cine disk not available' error. This would prevent the cine function from operating. A loss of subtraction, road-mapping, or other critical vascular cine functions could result in undue pt delay or damaged vasculature. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and reconfigured the system to work while awaiting customer approval of quote for replacement of the cine drive. The system operates as intended.